Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they have tried 2 sets and neither one of them was perfect. The customer was having issue with infusion set cannula not penetrating the skin and want to try some other size of cannula sets. The customer reported that sets bending over not inserting into the skin causing high blood sugars. The customer reported that the sugars went up to 300 to 500mg/dl range and was not realizing it was the cannula bending before inserting into the skin insulin not going into skin pump didn't alarm insulin was dripping outside of site. The customer declined to troubleshoot high blood sugars stated she is aware it the infusion sets causing the issue not the pump. The insulin pump will not be returned for analysis.